Event description:
It was reported that this right ventricular (rv) lead gradually exhibited increasing shock impedance measurements, including a high out of range shock impedance measurement greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service and the clinician will continue to monitor. No adverse patient effects were reported.